Manufacturer narrative:
Resmed became aware of this event through review of the FDA maude database on july 23, 2020 (ref: mw5095016). The device has not been returned, therefore, resmed is unable to confirm if the device may have caused or contributed to the reported adverse event at this time. Resmed reference#: (B)(4)

Event description:
It was reported to resmed that the patient was found lifeless while on an astral device. It was reported the device was not alarming at that time. The patient's mother stated that she had disconnected all the machines when she called 911 knowing the patient had passed away. The county coroner confirmed the patient had passed away. No further information has been made available to resmed.